Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the lock / unlock function with the safety button did not work. It was observed that the lid was able to be opened without pressing the safety button, which affected the securing mechanism. It was determined that the locking mechanism was defective. It was further determined that the device failed pretest for check function "lock/unlock with safety button. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery handpiece device did not work while in use with a lid device. It was reported that the surgeon changed to another handpiece device; however, the hose had a leak. It was further reported that the handpiece device was changed again and the surgery was completed. There was a thirty minute delay to the surgical procedure. There was patient involvement reported. It was reported that there was no consequence to the patient. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.